Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. However, the insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir alarm, whirring noise during rewind or motor error alarm noted. No delivery alarm functioned properly. The insulin pump was programmed 2.0 units fix prime with water reservoir. The water did exit the infusion set. No delivery anomaly noted. The drive motor was inspected and no anomaly was noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump passed self-test and a21 test. No unexpected a17, a21 error alarm or reset settings noted during our testing. The insulin pump had cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly, battery out limit alarm, external ram crc error alarm and unexpected restart alarm. Customer's blood glucose at time of incident was 575 mg/dl. Customer stated that it would not go down and it would not escape nothing else was happening. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 575 mg/dl. The customer was treated for high blood glucose with manual injection. Customer was advised that we are sending pump replacement due keypad issue.